Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and insulin delivery. Customer's continuous glucose monitor read "high," however, specific (bg) blood glucose value was not provided. Customer administered a manual insulin injection to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.